Event description:
T-plate was implanted on left thumb for 1st "cmc" joint arthrodesis in 1999. Patient experienced increased pain and swelling several weeks post-operative. Plate was noted as broken in 1999 and plate was removed in 1999, two days later.